Event description:
During a regular follow-up performed on (B)(6) 2016, the pacemaker was unexpectedly found to be operating in standby mode. It was reported that re-initialization could not be completely performed at first, thus the pacemaker could not be interrogated. Pacing in vvi mode at 70min-1 was confirmed on the ECG. Then, a magnet was applied. Afterwards, the pacemaker was successfully re-initialized and interrogated. The parameters were reprogrammed back to the original values and normal follow-up was performed. The next follow-up is scheduled on (B)(6) 2017.

Event description:
During a regular follow-up performed on (B)(6) 2016, the pacemaker was unexpectedly found to be operating in standby mode. It was reported that re-initialization could not be completely performed at first, thus the pacemaker could not be interrogated. Pacing in vvi mode at 70min-1 was confirmed on the ECG. Then, a magnet was applied. Afterwards, the pacemaker was successfully re-initialized and interrogated. The parameters were reprogrammed back to the original values and normal follow-up was performed. The next follow-up is scheduled on (B)(6) 2017.